Event description:
It was reported that the balloon ruptured during use. No patient complications were reported.

Manufacturer narrative:
We received one 831hf75p catheter for examination. We did not confirm that the balloon was ruptured. However, the balloon inflated but failed to maintain inflation for 5 minutes. Examination of the catheter found no defects on the balloon. Leak testing was performed and a slow leak was observed from the distal lumen connector when the inflation lumen was pressurized. Further testing confirmed the leak to be occurring from inside the backform. An x-ray revealed a void in the backform . All other through lumens were patent without any leakage or occlusion. No other visual damage, contamination, or other abnormalities were found on the catheter. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.